Event description:
Contact reported that an eagle screw at c7 had backed out of the eagle 2-level cervical plate and that a revision was performed to address the issue. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. The process of screw fixation is technique sensitive, and care must be taken to ensure that the screws are properly angled and fully tightened.